Event description:
It was reported that the patient's device malfunctioned. It did not function well and the lead moved. The lead and extension were removed. Further info is being requested.

Manufacturer narrative:
Final device analysis revealed no anomalies for the extension. It was functioning okay. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed a reliability non-conformance for the lead. All the multiple conductors and wires were broken. The #2 conductor was broken 3cm from the distal end and #3 conductor was broken beneath the #3 electrode sleeve. The distal end was stretched in between the electrodes. The proximal end was intact and undamaged.